Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient gaps in data that occurred on (B)(6) 2014. Patient stated that despite a connection between the dexcom transmitter and the animas insulin pump, no data was being transmitted. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).